Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on 8/14/2018 due to a capture issue. No further information was available.

Event description:
New information reported that the right atrial lead had exhibited loss of capture. This was discovered when the asymptomatic patient presented in clinic. The patient was doing well after the procedure.